Event description:
The customer reported, "scanning and screen is blank." This issue may refer to a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.